Event description:
Device malfunction: no marking and guide/foot breakage. Time of device malfunction: during vessel closure. Symptoms/ae: surgical intervention. It was reported that a physician in-training in the use of the perclose at device attempted arteriotomy closure of the right common femoral artery after an interventional procedure. Reportedly, due to a previous endovascular aortic aneurysm repair (evar), it was noted that this tissue tract and vessel wall were highly fibrous and scarred. The perclose at device was advanced over the guide wire and seemed to "jump slightly/gave a little". Advancing further no blood flow was evident from the marker lumen. The device was withdrawn and the device was noted to have broken at the guide/foot. The arteriotomy seemed stable and was not bleeding. The foot and distal guide were surgically removed under general anesthesia. Thrombus that had formed around the foot area of the distal guide of the device was evacuated. The artery was stitched and a doppler ultrasound revealed good pulses below the knee and into the foot. Reportedly, the initial entry of the perclose at device may have been a little steep. The patient had two previous surgical cut down procedures reported. One was the first evar procedure and the second was after the graft had migrated. The patient was fairly large and had a fairly deep tissue tract; however, would not describe the patient as excessively obese. There were no reported adverse patient sequelae. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received.